Manufacturer narrative:
Evaluation summary: a company representative examined the system and then replaced several cables and the control system. The company representative then tested the system to meet manufacturer's specifications per service test procedure (stp). The reported event of system message was able to be replicated. The system met specifications at the time of release. The root cause of the reported event can be attributed to the replaced cables and control system. Additional information has been requested and received. (B)(4).

Event description:
A healthcare professional reported that the system shut down. A system message was displayed. The event occurred before surgery. No patient involved. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. However, the company representative did replicate the reported system message (sm) (via event logs). The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event of sm can be attributed to component wear. The root cause of the reported event of the system shutting down cannot be determined conclusively.